Event description:
Patient was undergoing a robotic supracervical hysterectomy and transobturator tape placement and the md was using the tissue morcellator handpiece and the handpiece stopped functioning. Another handpiece was opened and it also stopped functioning after short use. Or staff called the representative for gynecare company and explained the problem. The rep indicated that the company was having problems with this equipment in california and he advised to keep on changing the handpiece until it worked and to lower the power setting. Another handpiece (3rd) was used and it did work in the lower power setting.====================== manufacturer response for morcellator, morcellex======================manufacturer indicated that california was having problems with the morcellator handpiece and the manufacturer suggested using a lower power setting.